Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a shaft break occurred. The patient presented in a very unstable condition with difficulty disease. A percutaneous coronary intervention was being performed with a 3.5 x 24 promus premier drug-eluting stent. During dilation, the balloon expanded well and the stent went into place easily. The physician expanded the stent balloon twice. When they pulled the stent balloon, it came off with a snap and then it had been seen that the stent balloon with its parts had been left fluttering, partly at the mouth of the guide catheter and partly in the coronary artery. An attempt was made to fish the balloon through the guide catheter but the balloon slipped back to the stent, there was probably some portion of the balloon still in the stent. Fortunately, hemodynamically, the patient was already more stable at this stage, as the stent itself was well in place and open and the patient was not inevitable because the blood flow to the stent had been secured. The patient was transferred to the operating room where the stent balloon was obtained by pulling out only a small arteriotomy incision at the coronary mouth. In the same context, revascularization was completed by making a few bypasses to the left side. No further action was required on the right coronary and the patient eventually did well.